Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 401 mg/dl. Customer tried to bolus for high blood glucose and pump delivered 1.4 units before alarming no delivery. Customer was discussed the causes of high blood glucose.